Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a scd sleeve. The customer reports the pt came to the facility to have a total hysterectomy. The pt rec'd an epidural and general anesthesia. Post-op, the pt was sent to the floor, where her mother notified her nurse that her daughter's legs had some discoloration. The nurse observed reddening and purple on the pt's legs (but did not classify this as bruising). The sleeves appeared to be fully inflated below the knee only, thus the nurse immediately removed the sleeves. After the sleeves were removed, the color returned to the pt's legs but indentations were noticed on both legs. At this point, the doctor was notified and the pump was switched out. After the pt's epidural wore off, a decreased sensation was noted. The pt was then diagnosed with foot drop of the left foot, below the ankle as well as perineal and peripheral nerve injury.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.